Event description:
Event description guidant/cpi received information that this implantable pulse generator (ipg) had intermittent loss of ventricular capture. The physician elected to explant the ipg and implant a new one.